Manufacturer narrative:
D10/h3/h6: logs were received and software analysis was completed.analysis was completed. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. The site's trace pattern technique looked good, and according to the archives they were able to get accuracy metrics of 3.0 and 1.6. For 1.6 registration accuracy, the green sphere of accuracy was not covering all of the relevant anatomy for the case. Another potentially relevant factor which could have contributed to the registration difficulty was the patient's age. This was a pediatric case, and if the reference CT scan was taken too far in advance of the surgery, then the patient's anatomy may have changed enough to cause difficulty in registration. Codes 10, 213 and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during an orbital reconstruction procedure. It was reported that when trying to register the patient the site continually failed trace registration. The manufacturer representative was going to change to point registration but the site aborted use of navigation. There was a reported delay of less than one hour. There is no known impact on patient outcome.

Manufacturer narrative:
H3: software analysis completed. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. The site's trace pattern technique looks good, and according to the archives they were able to get accuracy metrics of 3.0 and 1.6. For 1.6 registration accuracy, the green sphere of accuracy was not covering all of the relevant anatomy for this case. Another potentially relevant factor which could have contributed to the registration difficulty is the patient's age. This was a pediatric case, and if the reference CT scan was taken too far in advance of the surgery, then the patient's anatomy may have changed enough to cause difficulty in registration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.